Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly, and was covered in a foreign white material. The pusher assembly was bent approximately 38.0, 78.0, 119.0, and 131.0 cm from the proximal end of the pusher assembly. The introducer sheath displayed inner lumen necking approximately 30.0 cm from the proximal end of the introducer sheath. The embolization coil was detached from the distal detachment tip (ddt) of the pusher assembly. The proximal constraint sphere was intact with the embolization coil. The pod4 embolization coil was received protruding from the distal tip of the px slim delivery microcatheter (px slim). The pet lock was broken and the ddt was fractured off by the penumbra investigator for further evaluation. The proximal constraint sphere and the pull wire outer diameters (ods), as well as the ddt inner diameter (ID) were measured and found to be within specification. The returned devices were damaged and therefore, could not be functionally tested. Conclusions: evaluation of the returned device confirmed that the embolization coil was detached, and revealed that the pod4 did not sustain any gross damage. The proximal constraint sphere and the pull wire ods, as well as the ddt ID were measured and found to be within specification. The observed unintentional detachment typically occurs due to improper handling during use. If excessive force is used during withdrawal, the polymer portion of the pod4 pusher assembly may elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Further evaluation revealed a proximal fracture on the pxslim and pusher assembly kinks. These damages were likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, while deploying a pod4 coil into the target location, the physician met resistance and decided to retract the coil in order to reposition it. However, upon retracting and attempting to re-advance the pod4 coil, the physician realized that the coil had unintentionally detached leaving most of the coil inside the px slim delivery microcatheter (px slim). Therefore, the physician removed the px slim containing the pod4 coil and then completed the procedure using a non-penumbra microcatheter and penumbra smart coils (smart coils). There was no alleged deficiency with the px slim. The px slim was not reused due to physician's preference. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.